Manufacturer narrative:
A field service engineer (fse) visited the customer site. The customer reported that ltac bed l459 went into ventricular tachycardia (vtac) on (B)(6) 2025 at 3:11 am and never alarmed at all. The fse reviewed the clinical audit trail and determined that the system is performing correctly. Bed l459 generated vtac on (B)(6) 2025 at 3:11:49 to mgtelesurv4n and mgteleovr4n and was acknowledged on mgtelesurv4n at 3:11:52. A philips product support engineer (pse) reviewed the logs and confirmed the findings of the fse. It was determined that according to clinical audit trail the device did alarm at the central nursing stations and were acknowledged on the surveillance system.

Event description:
It was reported that the patient went into ventricular tachycardia and an alarm was not generated; however, it was indicated there was no delay or patient impact. Remote engineering reviewed the clinical audit logs, revealing the system was performing as intended. A ventricular tachycardia alarm was acknowledged three seconds later and a yellow alarm banner was present, which was then cleared over an hour later.